Manufacturer narrative:
This report is submitted july 10, 2018.

Event description:
Per the surgeon, the patient experienced intermittencies and a loss of connection to the internal device resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with a new device during the same surgery.